Manufacturer narrative:
The pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. Cracked reservoir tube lip and cracked case near display window corners were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 441mg/dl. The customer states they treated with manual injections. The customer states they changed site and notice bent cannula. The customer states they keep receiving no delivery alarms and would like the pump replaced. The customer was advised the pump would have to be replaced and returned for analysis.